Event description:
During biomed testing, the device's display flickered and the device was unable to charge beyond 20 joules. Complainant indicated that there was no pt involvement in the reported malfunction.